Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a midfoot fusion procedure on (B)(6) 2019, the bme elite continuous compression implant was used and the staple deployed from the deployment device early resulting not being able to implant or not able to reload it. They were able to open secondary implant. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for one (1) elite compression implant kit. This is report 1 of 1 for complaint (B)(4).